Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / migration / perforation,migration, malposition, failure to occlude') and uterine perforation ('perforation: uterus / essure coils perforated uterine walls / migration-endometrial biopsy showed two essure coil in the uterus') in a 46-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ankle sprain, asthma, cushings syndrome, osteoporosis, chronic diarrhea, neck pain, foot fracture, spinal stenosis, lymphedema and weakness of limbs. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain ("chronic pelvic pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 4 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain lower") and bladder mass ("bladder or urinary problems or changes : bladder mass"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleeding"), autoimmune disorder ("autoimmune"), surgical procedure repeated ("repeat/multiple surgeries"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), depression ("psych injury-depression"), urinary tract disorder ("bladder problems: urinary problems"), cystitis ("bladder problems: bladder infection"), urinary tract infection ("bladder problems: uti"), vaginal infection ("bladder problems: vaginal infect /vaginitis"), vaginal discharge ("bladder problems: vaginal discharge"), fatigue ("fatigue"), mood altered ("hormonal changes-mood changes"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), irritable bowel syndrome ("gi conditions-ibs"), complication of device removal ("complications during removal surgery: other, repeat/multiple surgeries"), vulvovaginal discomfort ("vaginal discomfort"), hypertension ("hypertension"), type 2 diabetes mellitus ("diabetes 2"), menometrorrhagia ("menometrorrhagia"), cushing's syndrome ("cushing syndrome"), hypersensitivity ("allergic and hypersensitivity reaction"), diverticulitis ("diriticulitis"), nausea ("nausea") and anxiety ("anxiety") and was found to have neoplasm ("tumors"), weight increased ("weight gain") and bladder neoplasm ("bladder tumor"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and turbt). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, autoimmune disorder, surgical procedure repeated, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, depression, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, mood altered, migraine, headache, alopecia, irritable bowel syndrome, neoplasm, weight increased, complication of device removal, vaginal haemorrhage, abdominal pain lower, bladder mass, vulvovaginal discomfort, hypertension, type 2 diabetes mellitus, bladder neoplasm, menometrorrhagia, cushing's syndrome, hypersensitivity, diverticulitis, nausea and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, autoimmune disorder, back pain, bladder mass, bladder neoplasm, complication of device removal, cushing's syndrome, cystitis, depression, diverticulitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, hypertension, irritable bowel syndrome, menometrorrhagia, menorrhagia, metrorrhagia, migraine, mood altered, nausea, neoplasm, pelvic pain, surgical procedure repeated, type 2 diabetes mellitus, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal discomfort and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, gen. Abnormal. Bleeding , menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), autoimmune, psych injury, migration, fallopian tubes perforation, uterus perforation, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, hormonal changes, migraine, headaches, hair loss ,gi conditions, tumors and weight gain. Essure coils perforated uterine walls. Implants removed from uterus during endometrial transvaginal biopsy. 4 cm mass with vascular, soft tissue echogenicity. Essure implants were tangled up with each other and removed from uterus. Referred to a urologists. Discrepancy to be noted in essure confirmation test as: not performed and unknown test with result: perforation, migration, malposition, failure to occlude on (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina: on (B)(6) 2007: perforation, migration, malposition, failure to occlude(close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: pfs received: newly added events- anxiety, severity of previously reported events- pelvic pain female was added, onset date of previously reported events was added, lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / migration / perforation,migration, malposition, failure to occlude'), uterine perforation ('perforation: uterus / essure coils perforated uterine walls / migration-endometrial biopsy showed two essure coil in the uterus'), genital haemorrhage ('gen. Abnormal. Bleeding'), autoimmune disorder ('autoimmune'), type 2 diabetes mellitus ('diabetes 2'), bladder neoplasm ('bladder tumor'), cushing's syndrome ('cushing syndrome') and diverticulitis ('diriticulitis') in a 46-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ankle sprain, asthma, cushings syndrome, osteoporosis, chronic diarrhea, neck pain, foot fracture, spinal stenosis, lymphedema and weakness of limbs. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 4 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain lower") and bladder mass ("bladder or urinary problems or changes : bladder mass"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), surgical procedure repeated ("repeat/multiple surgeries"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), depression ("psych injury-depression"), urinary tract disorder ("bladder problems: urinary problems"), cystitis ("bladder problems: bladder infection"), urinary tract infection ("bladder problems: uti"), vaginal infection ("bladder problems: vaginal infect /vaginitis"), vaginal discharge ("bladder problems: vaginal discharge"), fatigue ("fatigue"), mood altered ("hormonal changes-mood changes"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), irritable bowel syndrome ("gi conditions-ibs"), complication of device removal ("complications during removal surgery: other, repeat/multiple surgeries"), vulvovaginal discomfort ("vaginal discomfort"), hypertension ("hypertension"), type 2 diabetes mellitus (seriousness criterion medically significant), menometrorrhagia ("menometrorrhagia"), cushing's syndrome (seriousness criterion medically significant), hypersensitivity ("allergic and hypersensitivity reaction"), diverticulitis (seriousness criterion medically significant) and nausea ("nausea") and was found to have neoplasm ("tumors"), weight increased ("weight gain") and bladder neoplasm (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and turbt). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, autoimmune disorder, surgical procedure repeated, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, depression, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, mood altered, migraine, headache, alopecia, irritable bowel syndrome, neoplasm, weight increased, complication of device removal, vaginal haemorrhage, abdominal pain lower, bladder mass, vulvovaginal discomfort, hypertension, type 2 diabetes mellitus, bladder neoplasm, menometrorrhagia, cushing's syndrome, hypersensitivity, diverticulitis and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, bladder mass, bladder neoplasm, complication of device removal, cushing's syndrome, cystitis, depression, diverticulitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, hypertension, irritable bowel syndrome, menometrorrhagia, menorrhagia, metrorrhagia, migraine, mood altered, nausea, neoplasm, pelvic pain, surgical procedure repeated, type 2 diabetes mellitus, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal discomfort and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, gen. Abnormal. Bleeding , menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), autoimmune, psych injury, migration, fallopian tubes perforation, uterus perforation, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, hormonal changes, migraine, headaches, hair loss ,gi conditions, tumors and weight gain. Essure coils perforated uterine walls. Implants removed from uterus during endometrial transvaginal biopsy. 4 cm mass with vascular, soft tissue echogenicity. Essure implants were tangled up with each other and removed from uterus. Referred to a urologists. Discrepancy to be noted in essure confirmation test as: not performed and unknown test with result: perforation, migration, malposition, failure to occlude on (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: perforation, migration, malposition, failure to occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs and mr received : new events, "abnormal bleeding (vaginal), abdominal pain lower, bladder or urinary problems or changes : bladder mass, vaginal discomfort, hypertension, diabetes 2, bladder tumor ,allergic or hypersensitivity reaction ,ibs ,diriticulitis were added. Patient's information and demographics were added. New reporter contact information was added. Medical history was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / migration / perforation,migration, malposition, failure to occlude'), uterine perforation ('perforation: uterus / essure coils perforated uterine walls / migration'), genital haemorrhage ('gen. Abnormal. Bleeding') and autoimmune disorder ('autoimmune') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), surgical procedure repeated ("repeat/multiple surgeries"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract disorder ("bladder problems: urinary problems"), cystitis ("bladder problems: bladder infection"), urinary tract infection ("bladder problems: uti"), vaginal infection ("bladder problems: vaginal infect."), vaginal discharge ("bladder problems: vaginal discharge"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions") and complication of device removal ("complications during removal surgery: other, repeat/multiple surgeries") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, autoimmune disorder, surgical procedure repeated, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, psychological trauma, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, hormone level abnormal, migraine, headache, alopecia, gastrointestinal disorder, neoplasm, weight increased and complication of device removal outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, complication of device removal, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, neoplasm, pelvic pain, psychological trauma, surgical procedure repeated, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, gen. Abnormal. Bleeding , menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), autoimmune, psych injury, migration, fallopian tubes perforation, uterus perforation, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, hormonal changes, migraine, headaches, hair loss ,gi conditions, tumors and weight gain. Essure coils perforated uterine walls. Implants removed from uterus during endometrial transvaginal biopsy. 4 cm mass with vascular, soft tissue echogenicity. Essure implants were tangled up with each other and removed from uterus. Referred to a urologists. Discrepancy to be noted in essure confirmation test as: not performed and unknown test with result: perforation, migration, malposition, failure to occlude on (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: perforation, migration, malposition, failure to occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. This case become incident. Event injury was updated to chronic pelvic pain. Following events were added: migration, fallopian tubes perforation, uterus perforation, complication of device removal, repeat/multiple surgeries, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, gen. Abnormal. Bleeding ,menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), autoimmune, psych injury, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, hormonal changes, migraine, headaches, hair loss ,gi conditions, tumors, weight gain and she did not underwent essure confirmation test. Reporter information and lab data were added. Date of explant added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.